Event description:
It was reported that after this patient underwent a procedure to insert a non-boston scientific product, left ventricular assist device (lvad), undersensing was observed on the right ventricular (rv) channel. Additionally it was reported that as a result of the undersensing, a delay in shock therapy delivery of greater than 60 seconds was observed. Subsequently, the implantable cardioverter defibrillator (ICD) was explanted and replaced. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.